Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: the pump was unable to maintain an electrical connection with returned battery cap due to the cap detaching. The battery cap threads were damaged. There was a battery compartment crack observed in the thread area. A test battery cap was used for all testing. There were no pump reboot events observed in the pump¿s black box. The pump was exercised for 24 hours with no reboots, loss of power, or call service alarms. There was no evidence of moisture or loose components inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.